Event description:
A pt climbed over the siderail and fell on the floor breaking a hip. The hip had to be pinned to correct the fracture. It is alleged that the bed exit alarm failed; however, initial investigation found no failure.